Event description:
Information received by medtronic indicated that the insulin pump had a cracked at belt clip railing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. The pump was returned for cosmetic damage located at the belt clip rails(crack) found on (B)(6) 2021. Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked case on the battery tube side, partially broken retainer ring, and broken belt clip rails. Cosmetic damage was confirmed where broken belt clip rails was noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.